Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The sensor transmitted a inaccurate waveform reading. The physician is currently monitoring the patient and the sensor readings, and no longer using them for treatment due to the inaccuracy. There were no adverse consequences to the patient.